Manufacturer narrative:
Unique identifier (UDI)#:(B)(4)

Event description:
The customer complained of "corrosion on the screen" of coaguchek xs meter with serial number (B)(4). Upon performing a display check, the customer stated the results field showed a "bunch of lines" that appear to be "short 1¿s." The customer has not used the meter in "months." An additional display check was attempted; however the device wouldn¿t turn on. There was no allegation that an adverse event occurred. The device was requested for investigation. During preliminary investigation, a display check could not be performed as the meter would not power on with retention batteries. Corrosion was observed on the battery contacts. The investigation is ongoing.

Manufacturer narrative:
The meter was investigated further. Upon turning on the device, an error 8 was received indicating an internal diagnostic test error. The data in the device along with the meter memory could not be accessed because an infrared connection could not be made. The circuit board was tested for damage/contamination. Residue from batteries had leaked which corroded the circuit board. This causes an issue with the display segments. The printed circuit board was contaminated by liquid which corroded the solder contacts. The potential for misreading test results can be excluded as no meaningful results are displayed on the screen. When the meter is powered on, the device briefly shows all the display's letters, numbers and symbols. With this automatic display check, the customer is able to confirm all numbers on the display. Display checks are described in product labeling.